Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: attorney.

Event description:
Litigation alleges damages to the plaintiff, injury, pain and emotional distress.

Event description:
Pfs alleges stiffness, walking difficulty, swelling and discomfort. Doi: (B)(6) 2008 dor: (B)(6) 2019 left hip.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5 and h6 (patient). No code available use for emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
After review of medical records patient was revised to addressed increased serum chromium and cobalt levels secondary to metal on metal left hip prosthesis. As were incision the posterior rotators, encountered synovial tissue were incised, grayish and discoloration, moderate amount of oily appearing fluid present typically seen with metal on metal prosthesis. Added account name, date of birth and age of patient, medical history, date of revision, product details of liner and head. Added also stem due to elevated metal ions. . Doi: (B)(6) 2008; dor: (B)(6) 2019; left hip.